Manufacturer narrative:
The pump was received with a constant communication error and off no power alarm/alert loop after boot up. The electronic stack was disassembled and reassembled. The pump was monitored for three days with no communication error or off no power alarms noted. The alarms were due to a problem isolated to the electronic assembly. The pump passed the self test, off no power and unexpected restart error tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and scratches on the reservoir tube window. Also, moisture damage was noted on all electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motor communication error alarm. The customer's blood glucose was 5.5 mmol/l at the time of incident. The customer stated that they were unable to complete rewind and fill tubing process due to motor communication error alarm. The customer stated that the motor communication error alarm persisted after changing the battery. The customer stated that they to disconnect the reservoir to perform rewind process but the motor communication error alarm persisted. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.